Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and battery issues were verified. Based on the analysis, the alleged usb cable issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the micro usb portion of the usb cable broke off inside the usp port of the pump. Customer was able to successfully remove the micro usb portion, but subsequently the pump was unable to charge and an unspecified malfunction alarm occurred. Customer's blood glucose level was 372 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.